Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: review of the total daily dose amounts from (B)(6) 2017 revealed the history appeared to be inconsistent with the current basal program #1 due to the user manually changing the basal rate units per hour. The last basal delivery was recorded on (B)(6) 2017, the last bolus deliver was recorded as a 4.05 unit ez-carb normal bolus on (B)(6) 2017 at 13:09. On investigation, no hypersensitive keypad buttons were noted. The pump was exercised for 24 hours on a 2.0 unit/hour basal rate with the basal history correctly showing 2.0 units and the total daily dose correctly showed 48.0 units. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately, within range and without malfunction. Investigation did not duplicate the alleged total daily dose recording defect. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring equal to or greater than 250 mg/dl but less than 500 mg/dl and associated symptoms of headache, polyuria, nausea and dehydration. The patient reportedly was seen by the health care provider for an office visit and treated with insulin via injection. The reporter alleged a history/setting issue with the pump; the basal delivery totals in the total daily dose did not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged history/settings issue.